Manufacturer narrative:
No product returning for evaluation. Should new info become available, a f/u report will be submitted. Use of apidra insulin is contraindicated for the t:slim cartridge.

Event description:
Rec'd info stating customer rec'd an occlusion alarm. Customer's blood glucose level was 300mg/dl. Reportedly, customer was using apidra insulin. Customer administered a correction bolus of humalog.